Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify when the device "appeared not to completely deploy the staples and cut the tissue", were the staple line and cut line approximately equal in length? The surgeon explained that she could not completely close the firing trigger which seems to be the reason the firing sequence and staple formation was not completed. It should be noted that this same device was reloaded and had the same issue on the second attempt. Therefore the surgeon would like the device analyzed to see if there is a device issue which would not allow her to fully close firing handle.

Event description:
It was reported that during a donor nephrectomy procedure, after firing on a renal vessel the device it appeared to not completely deploy the staples and cut the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 11/29/2016. Batch # (B)(4). The analysis results found that the atw35 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.